Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer septal occluder was chosen for implant on an atrial septal defect (asd) using a 7f amplatzer trevisio intravascular delivery system (atv). During the procedure, the device had a cobra deformation. The deformed device was not released from the delivery cable. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The procedure was terminated. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported as good.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. No indication of a lot related issue was found. The cause of the reported event could not be conclusively determined. H6 health effect - impact code: code 4624 removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer septal occluder was chosen for implant on a atrial septal defect (asd) using a 7f amplatzer trevisio intravascular delivery system (atv). During the procedure, the device had a cobra deformation. The deformed device was released from the delivery cable and retrieved the device using a transcatheter snare. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The procedure was terminated. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported as good.